Event description:
Three minicaps from one box had fallen off a home pt's transfer set over the course of the last two months. The issue has subsided since use of a new box. The home pt has had the transfer set changed in between the incidents, lot number unk. The home pt has been on peritoneal dialysis (pd) for approx a year. There was no pt injury or medical intervention reported for this incident.